Manufacturer narrative:
An inoperable implant due to possibly not charging the device was reported to abbott, but could not be confirmed. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient did not charge their device per the manufacturer's guidelines. In turn, the device stopped communicating with external devices and as a result the device became unable to provide therapy, deeming it inoperable. The patient underwent surgical intervention on (B)(6) 2021 wherein the device was explanted and replaced to address the issue. Stimulation was reportedly restored postoperatively.